Event description:
It was reported that, ¿the xia 4.5 5.5 tap bent upon capping p9 pedicle right side. A 5.5 x 40 xia 4.5 screw was inserted. During case surgeon decided to remove screw due to tumor being larger than expected. Upon removing the screw the screw broke 15mm from the tip of the screw. That portion remains in the pt.¿

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.